Event description:
Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. Simulated test use of the o2 gas module in a ventilator confirmed the reported problem which it failed the pre-use check test. The failure was caused by a defective pressure sensor on a printed circuit board inside the o2 gas module and the nozzle¿s feather spring was broken as well. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. In this case it will trigger the safety valve to open and the ventilation will be stopped. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).